Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt2815/8383133, tgt3420/8200699). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. A type ii endoleak of unknown origin was reported. The diameter of the aneurysm was 40 mm. On (B)(6) 2011, six month follow-up imaging showed that the diameter of the aneurysm enlarged to 47 mm. Non-contrast CT was performed, so it was unknown if endoleak was present. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm further enlarged to 51 mm. The type ii endoleak reportedly persisted. On (B)(6) 2011, a coil embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. During subsequent follow-ups, non-contrast CT was performed, so it was unknown if endoleak was present. It was reported that the diameter of the aneurysm measured 46 mm. No further information is available.